Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2021-00135. It was reported the patient experienced pain at the extension site where there is a slight bump. Surgical intervention was undertaken wherein the extensions were explanted and rerouted.

Event description:
Additional information was received indicating the pain was caused by fractures in the extensions.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.